Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The cause of the bacterial peritonitis was reported to be with a new untrained caregiver they did not turn off the air conditioning while doing the exchanges. The home patient was reportedly recovered. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of peritonitis and fever coincident with dianeal pd2 (dianeal pd2 with 1.5% and 4.25% dextrose) therapies. On an unreported day of (B)(6) 2012, the patient began dianeal pd2 (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). It was not reported whether the dianeal pd2 therapies were ongoing. On (B)(6) 2012, the patient experienced fever and peritonitis manifested by cloudy drain and abdominal pain. On (B)(6) 2012, the patient was hospitalized. The cause of the peritonitis was a new untrained caregiver and they didn't turn off the aircon while doing exchanges. On an unreported date, the patient began treatment of amikacin (500mg tiv) and vancomycin (500mg IV).